Event description:
It was reported that the patient was admitted in the hospital due to pain at the implantable pulse generator (ipg) site. Ultrasound was done which showed that there was seroma. The patient had since been discharged and upon follow-up, the patient was doing well with not as much pain around the ipg site.